Event description:
It was reported that the catheter was detached. The target lesion was located in the primary liver cancer portal vein hepatic vein tumor. A 135/10 renegade hi flo kit was selected and used. During the preparation, it was noted that part of the catheter was detached and could not be used. The procedure was completed with another of the same device. No patient complications reported. Patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. This device showed damage consisting of stretching/kinked located 7.6cm from the hub. The shaft was fractured. The damage is consistent with stretching and breaking of the device due to the lack of hydration before removing it from the carrier tube. Inspection of the remainder of the device, except for the damage observed revealed no other damage or irregularities. The complaint was confirmed for stretching and a fracture.

Event description:
It was reported that the catheter was detached. The target lesion was located in the primary liver cancer portal vein hepatic vein tumor. A 135/10 renegade hi flo kit was selected and used. During the preparation, it was noted that part of the catheter was detached and could not be used. The procedure was completed with another of the same device. No patient complications reported. Patient was stable post procedure.